Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was sepsis. The onset/identification of the sepsis was (B)(6) 2025, which was a day after left ventricular assist device (lvad) implantation. The source of the sepsis was not known so an autopsy was planned. The device worked up to customer expectations, therefore it is not device related. It was reported that the patient's outcome was not device or therapy related. An autopsy will be performed. It is unknown whether the device will be explanted and will not be returned for evaluation. The hospital was not willing to share further patient related information due to data privacy policy.